Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the computer for the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer for the navigation system was returned to the manufacturer for analysis. The computer was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that the imaging system did not successfully change the state of the navigation system resulting in a timeout issue. The software investigation found that the communication issue is the probable cause of the reported issue as the imaging system software was functioning as designed.

Event description:
A medtronic representative reported that, when attempting to perform a 3d acquisition with imaging system 00363, an error message appeared stating that the mode was disabled. The reported issue only occurred when used alongside the navigation system. The representative was able to replicate the reported issue. No additional information was provided. There was no patient present when this issue was identified.